Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently the customer would load the cartridge with 300 units of insulin and the insulin gauge would decrease faster than expected. Reportedly, the customer was removing leftover insulin from cartridges and loading the leftover insulin into new cartridges. Customer's blood glucose level was not impacted due to the reported issue. In addition, it was reported the cartridge was leaking. Customer was able to successfully load a new cartridge. Customer stated that they have experienced intermittent low blood glucose levels (40-50 mg/dl). Reportedly, customer's health care professional adjusted pump settings, and customer stated their blood glucose level has been "much better now". Customer used glucose tablet and drank juice to stabilize blood glucose levels.

Manufacturer narrative:
No used cartridges were returned with the pump. Therefore, failure investigation was unable to confirm the leaking cartridge issue.